Event description:
The balloon failed to deflate completely. The nurse followed standard protocol - attaching a syringe and allowing balloon to deflate. When catheter was removed, the patient complained of pain in the urethra. The nurse observed resistance to removal. Upon removal, nurse observed cuffing of the balloon.the site has not heard back from sales rep. A message was left two business days ago.in previous incident, manufacturer had stated that balloon on all silicone catheters tend to have incomplete deflation resulting in cuffing; reportedly silicone does not have the same degree of "memory" that latex balloons have.patient had pain during and after removal of catheter.